Event description:
Reporter alleged discrepant blood glucose values back to back of "60 something" [mg/dl] and "500 something" [mg/dl] on her advantage system. No actions or treatment reported. No adverse event reported. A request was made for the return of the suspect product, however, strips are unavailable for return. Replacement product was sent.